Event description:
We have received defective pads from zoll. The lot number is #2517a. These pads were defective right out of the box. Manufacturer response for defibrillator, (per site reporter): they have replaced the defective pads.